Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the blender is not delivering the right amount of o2. It was more then 5% fault on set value. When knob was set to 30%, the actual value on a external newly calibrated imt flow analyzer was 25%. No patient involvement.

Manufacturer narrative:
The carefusion technical support representative evaluated the blender and verified the reported issue. Measured different settings of the blender with an external o2 analyzer. Blender calibration faulty. Recalibrated the blender to fix the issue.